Manufacturer narrative:
The customer has indicated that the complaint device will be returned to greatbatch for evaluation. Once the device is received and the evaluation is complete, a supplemental medwatch 3500a emdr will be submitted. Report source: complaint information provided by distributor, (B)(4).

Event description:
It was reported during a patient procedure that while reaming the acetabulum, the offset reamer handle started to not run smooth. The offset reamer handle was taken apart and it was observed to be broken at the u-joint closest to the reamer attachment. It was reported there was no surgical delay. The customer did not indicate if the device was disassembled near or away from the patient nor any reported adverse events as a result of the malfunction.

Manufacturer narrative:
The initial report provided by the distributor listed two devices, of the same part number, with two different lot numbers. Thus, greatbatch medical opened and submitted two electronic medical device reports (emdr) for this incident. It was then indicated by the distributor that there is only one device that contained components from two different lot numbers. Thus, this emdr was completed for the reported incident and the other emdr (report # 3004976965-2017-00097) that was submitted will be voided. The device was returned to greatbatch medical for evaluation incomplete. The indexing handle was not returned with the tubes and drive chain. Visual inspection confirmed the cardan joint was broken and extremely worn as the material worn completely until it ruptured. A manufacturing review was completed and no anomalies were identified. In summary, the reported failure was caused from wear. No further investigation required. (B)(4).

Event description:
It was reported during a patient procedure that while reaming the acetabulum, the offset reamer handle started to not run smooth. The offset reamer handle was taken apart and it was observed to be broken at the u-joint closest to the reamer attachment. The customer indicated the device was disassembled at the back table away from the patient and there was no surgical delay. However, the customer did not indicate if there was any reported adverse events as a result of the malfunction.